Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was pt says that their "stimulator quit working probably in 2022" and clarified they stopped being able to charge ins. Reviewed they are most likely in overdischarged state, and to follow up with hcp. Additional information was received from the patient. Patient reported the circumstances that led to the reported issues were they have not used the device in two years. Patient noted it 'stays broke a lot.' Patient reported they were waiting to hear from the doctor's office for an appointment, then they can go in and replace it (patient noted it was going on 8 1/2 years).